Event description:
The customer reported that the device failed to discharge via paddles during use. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported that the device failed to discharge via paddles during use. No adverse pt impact was reported. The customer evaluated the device, and localized the issue to the paddle set. The paddle set was replaced to resolve the issue.